Manufacturer narrative:
(B)(4) - outcome interferes with the patient''s daily activities.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was received cut into three pieces and was inspected at 10x microscope magnification. Particles and fibers were observed on the lens surface. A scratch was observed in the optic zone close to the periphery. One of the haptics was observed detached. The condition of the lens received is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the doctor that the patient is experiencing much glare like ''snapshots of light''. Doctor reported he saw fracture lines in the optic of intraocular lens (iol). It has been three months since implant. It was reported that the outcome significantly interferes with patient activities of daily life. The intraocular lens was explanted in a secondary procedure on (B)(6) 2014, due to the doctor believing the lens was fractured in 3 pieces.